Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with imipenem (250mg, frequency, route and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. On an unreported date, the patient¿s catheter was removed. At the time of this report, the patient¿s condition was stable. No additional information is available.